Manufacturer narrative:
The device was returned and analyzed. The returned device indicated shorting/low impedance in an integrated circuit. Hybrid analysis determined that the reported failure was due to a depleted battery which was caused by a high current drain which was caused by a resistive short in a integrated circuit. This was demonstrated through thermal emissions, low nodal voltage and circuit analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that before the implant procedure, the device was found to be at end of service while still in the box. Another device was used for the procedure. There was no patient involvement.